Event description:
It was further reported that the physician stated that the treatment procedure was performed in (B)(6) 2012, placing the ion stent at high atms (20 + atms). The target lesion was a 100% stenosed with 0% residual stenosis post the procedure. The physician recommended this patient to return in 2-4 weeks for a staged procedure of a severely restenosed non-bsc stent implanted in the right coronary artery in 2009. However, another physician over ruled his opinion and had the patient perform a stress test, in which the patient was out of breath in 90 seconds. This other physician then allowed the patient to return to work (he was a construction worker). The patient was at work and experienced v fib and was brought to the hospital and subsequently died of cardiac arrest. He thought the patient was compliant with medication because his 2009 stent would have shown issues sooner.

Event description:
This complaint is concerning a patient death in which the artery and stent were removed during an autopsy and sent to a pathologist who receives tissues and does studies. The patient had an ion stent implanted in the lad and a non-bsc stent implanted in the rca approximately 3 years prior. The patient had occlusive thrombus, as well as a granulomatous hypersensitivity reaction in both the lad and rca. The granulomatous reaction was slightly more severe with the ion stent. It is unusual to see this type of reaction with different stent types in different arteries, which may indicate that this patient was more susceptible to a hypersensitivity reaction. It is unknown what the cause of death was.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).